Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified high blood glucose (bg) level. Customer delivered a bolus to address high bg. Reportedly the pump time was off due to customer travelling and not adjusting the time. Customer declined changing the time and tandem technical support advised customer to consult healthcare provider regarding bg.